Event description:
The customer reported that the lh750 hematology analyzer generated erroneous differential results on one pt. There were no blast cells identified by the instrument. The erroneous test results were reported outside of the lab. Lab personnel noted 2% blast cells were present when the sample was viewed on a manual preparation. The manual differential was performed in duplicate and blast cells were noted on one occasion. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR is for pt 1 of 2 on day 1 of 2. See MDR #1061932-2011-00995 for pt 2 of 2 on day 2 of 2. A field service engineer visited the site on 11/13/2009 to assess the instrument. He verified qc results and trends and found all within specs. He verified white blood counts and histograms, and verified instrument operation. No problems were encountered. The software algorithm of the lh750 and its sensitivity set to [2202], which is the mid level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set mid level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated no significant abnormality in the data pattern. The instrument software algorithm was not sensitive enough to generate any suspect flags for the 2% blast prevalence found during one of the two manual readings.